Event description:
The duett was deployed following an interventional procedure, via a 5 fr sheath in the right common femoral artery. Following the deployment the patient experienced pain, swelling and mild hypotension. An ultrasound revealed a pseudoaneurysm. Treatment consisted of surgical repair and was successful. The event was resolved with no further complications.